Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply had no power delivered to the jaws. The team opened a second ext cable and that did not work. The circulating nurse noticed the green lights on the power supply did not illuminate and the device was removed from the room. The biomed team was called and they determined that the device itself was not working. The hospital did not report any patient effects.

Manufacturer narrative:
This is a reusable OEM device; therefore, a lot history review is not applicable. Based on the serial number provided, we were unable to find when the device was sold to the account. The certificate of conformance (c of c) was not available for review because, the reported serial number does not appear to be included in any of the batches received in maquet (B)(4). (B)(4). The device was returned to factory for evaluation. Signs of clinical usage and no evidence of blood were observed. A visual inspection was conducted. A crack was observed above and below the adaptor port on the power supply. The knob on the power supply was missing. The device was evaluated for its electrical function according to the service manual section d- ¿functional tests¿ using a precision multimeter and a 0.62ohm resistor hemopro power supply test box. The test box uses the 10k ohm resistor that is built into the hemopro cable. The device failed to power on no further testing could be conducted. Based on the returned condition of the device and the investigation results, the reported complaint was confirmed for the reported failure mode "failure to deliver energy' and the analyzed failure modes "break; knob fell off" and "crack; power supply".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply had no power delivered to the jaws. The team opened a second ext cable and that did not work. The circulating nurse noticed the green lights on the power supply did not illuminate and the device was removed from the room. The biomed team was called and they determined that the device itself was not working. The hospital did not report any patient effects.